Event description:
Sorin group italia received a report that, hick "snot-like" substance was reported in the inspire 8 reservoir early into bypass. Later, the perfusionist reported having to increase rpms in an order to maintain adequate flows to the patient. Flows returned to normal once a new circuit was cut in. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. No patient information has been provided. D.4. The reservoir of the inspire 8f oxygenator is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers (20jan2028) to the sterile finished product into which the reservoir was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4). G.5. The involved reservoir inspire 8f oxygenator is a non-sterile component assembled into a convenience pack that is distributed in the USA. The standalone oxygenator and reservoir (catalog number: 050714) is also registered in the USA (510(k) number: k130433). H.4. The device manufacture date (20jan2026) refers to manufacture date of the sterile, finished convenience pack into which the reservoir was assembled. H.11. Livanova manufactures the reservoir of the inspire 8f. The incident occurred in bay city, michigan, united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.